Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The target lesion was located in the superficial femoral artery (sfa). Upon inflation, the 6.0x40/135 the sterling balloon ruptured at 12atms. The number of inflations and to what atms is unknown. The procedure was completed with a different device. No patient complications were reported and the patient's current condition is listed as "good."

Manufacturer narrative:
The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown, and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B) (4).